Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were into the emergency room and almost died from diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer reported that the insulin pump stopped working and the motor would not work. The customer stated that they were into emergency room due to insulin pump not working and never alerted for no delivery. The insulin pump will not be returned for analysis.